Manufacturer narrative:
(B) (4): evaluation results: (other): visual inspection of the returned product found optic torn. Haptic torn off and missing. Fibers on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter stated the surgeon attempted to use a cc4204a collamer aspheric single plate lens. The surgeon stated the lens was defective. There was a cease/line on the lens. The lens was not used and there was no pt contact. Another same model and size lens was implanted.